Event description:
The pt was unable to hear while visiting the clinic. The audiologist believed that the problem was with the coil. A new coil was given to the pt and reportedly the problem was fixed. The pt was seen again 11 days later on an emergency basis. External equipment was checked and found to be in working order. Telemetry was obtained and reports 'poor coupling'.